Manufacturer narrative:
Catalog number - requested but unknown. Expiration date - unknown due to catalog and lot number being unknown. UDI - unknown due to catalog and lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to catalog and lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 6f terumo destination guiding sheath was used together with a stellarex 035 device. During patient use, the stellarex was unable to pass through the destination sheath in order to treat a severely calcified lesion. Therefore, the physician removed the stellarex keeping the 035 terumo advantage guide wire in the patient. Then, the physician removed and replaced the destination sheath to complete the procedure with a new stellarex with no issues. The physician did not attempt to deliver the new stellarex over the initial destination sheath, thus it is unknown if the stellarex device had an occluded lumen or if the destination sheath was occluded. There was no patient injury reported, however due to the sheath replacement the procedure was prolonged.